Manufacturer narrative:
As of 9/30/2024 manufacturer has completed their investigation with no issues found. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report dated 07/22/2024, the consumer stated that the product tore off her skin, and she had to go to medi merge to treat it. On the completed cir received from the consumer on 09/09/2024, the consumer states that the bandage on her skin was fine for a day, then partially loosened. When she tried to removed it after one day, it ripped her skin off, and she ended up with an open wound. She had to go to med merge center to have the wound cleaned and treated.